Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information received, when using two truespan meniscal repair system peek 12 degree, during an acl reconstruction, while performing a meniscal suture at the time of making the first shot and removing the implant to make the next stitch, the truespan removed the peek implant from the tissue, thus losing that implant. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual analysis of the returned device, determined that both implants and the suture are deployed from the needle and didn't implanted on the tissue. Testing of trigger¿s functionality revealed that was working as expected. A manufacturing record evaluation was performed for the finished device lot number:6l65920, and no non-conformances related to the reported complaint condition were identified. Based on the information currently available and due to the condition of the implants received, this complaint can be confirmed. The possible root cause for the reported failure can be attributed to the user didn't pull fully the red trigger. As per IFU-113244, indicate the instructions for user to handle the device at the insertion phase. At desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. In this case, it can be concluded that root cause of the failure reported is due to handling of the device, however; it cannot be conclusively affirmed. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications at this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).incomplete the expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction procedure on 1/7/2021, it was observed that a truespan 12 degree peek device removed the implant from the tissue thus losing that implant. According to the report, the event occurred while performing a meniscal suture at the time of making the first shot and removing the implant to make the next stitch. There was no delay in the procedure. There were no adverse patient consequences reported. No additional information was provided.